Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional(hcp) reported a patient was injected with juvéderm® volite¿ in neck lines. The patient was concomitantly treated with topical pre-treatment anesthesia. The patient experienced non-device related ¿rosacea and onychomycosis.¿ the same day the patient was treated with compound huangbai liquid coating and with minocycline hydrochloride capsules. The symptoms are ongoing.